Manufacturer narrative:
(B)(4). This event is currently in corporate litigation; therefore patient demographic information is incomplete and not available.

Event description:
During a procedure to perform a resection of the right posterior thigh sinus tract, an activated aqm device was laid on the patient¿s calf, resulting in a burn. The degree of the burn is unknown. The patient had a second surgery to debride the burned area and a third surgery was required to remove skin from the patient¿s left thigh, to apply a 6cm x 10cm skin graft.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.